Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). Investigation summary: the device was sent to the service center for repair. The defect reported by the customer has been verified and repaired. "Micro": preventive replacement of o-rings performed acc. To service manual motor corroded - motor replaced. Motor does not turn: motor replaced. Insulation resistance out of tolerance: motor cable replaced (input report indicates that here is a short in the cable). Resistance value out of specs: hand control set replaced. Unit cleaned. Functional test performed. Hipot test completed. Electrical safety test completed. Functional test acc. To test procedure completed. Fluid ingress into the motor compartment of the hand piece is the probable root cause of this failure. No further information regarding the cause of the defect has been provided to help determine a definitive root cause for this failure. This complaint can be confirmed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with, which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that the micro tornado hp w hand control device had an unspecified malfunction. During in-house engineering evaluation, it was determined that there was short circuit in the motor cable on the device. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown, but was noted to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.